Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported via literature article to evaluate six-month outcomes from a prospective, randomized study of distent infinite versus hydrus in open-angle glaucoma. This file pertains to the one eye was complicated by iridodialysis and inadvertent iridectomy during trabecular stent implantation surgery. The stent was noted to be inadvertently placed in the suprachoroidal space. There are three medical device reports associated with this report. This is three of the three.